Manufacturer narrative:
One scr replace friction-fit gold & ti abut int hex (mhlas) was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use (ifus) and risk files. Functional testing and dimensional analysis could not be performed since the device was not returned. No pre-existing conditions were noted. The device had been implanted on and unknown tooth site for an unknown period of time when the incident occurred. X-ray or picture images were not provided. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading, or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review for the lot (2017101002) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (2017101002) for a similar event and no other complaint was identified. March post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction and the reported event could not be verified since the product was not returned.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: not provided. Patient weight: not provided. Device not returned.

Event description:
It was reported that an abutment screw (mhlas) loosened from a lab designed bellatek abutment at tooth location 30.